Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the luer lock on the y-site became loose and caused IV fluids to leak out of the connection site. No patient harm reported.

Manufacturer narrative:
The customer¿s complaint of the luer lock on the y-site became loose was confirmed. Visual inspection observed cracks and stress markings on the male luer collar. Functional and pressure testing was performed; there were no signs of leaking anywhere on the set. A stop cock was attached to the male lure and tightened. The male luer collar continued to spin and would not lock. The root cause of the luer lock on the y-site became loose was identified as a cracked male luer collar. The cause of the crack is unknown.